Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on january 22, 2019- january 23, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed which revealed a leak coming out at the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing od (outer diameter) and the stressmember ID (inner diameter) were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore had caused the slow leak. The reported condition was verified. The cause of the condition was due to a manufacturing issue during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.